Manufacturer narrative:
(B)(4). Externalized conductors due to external insulation abrasion were noted at 14.5-17.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported that lead noise was observed on the rv lead. Lead was extracted and replaced. Patient was stable post-procedure.